Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Patient had implant retained denture - recently developed mobility & implant was removed.